Manufacturer narrative:
Date of event: (B)(6) 2016. The device was received for sample evaluation. A visual inspection was performed. There was no evidence of particulate matter observed in either the solution bag or the product vial. The reported condition was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that gray particulate matter was observed in a vial-mate adapter. The device was being filled with vancomycin. This was found before use. There was no patient involvement. No additional information is available.